Manufacturer narrative:
Medtronic received notification of a literature article entitled; predictive factors for endoleaks and aneurysm enlargement after thoracic endovascular aortic repair of thoracic aortic aneurysm noisiri w, tangsagunwattana s, porapakkham p. J med assoc thai 2021;104:733- 9. Doi.org/10.35755/jmedassocthai.2021.05.11324. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant thoracic stent grafts were implanted in patients along with non medtronic devices or the endovascular treatment of taa. The aim of the present study was to assess the incidence and predictive factors for endoleak and associated increased size of aneurysm after tevar the following malfunctions were observed: type ia & ib endoleaks type iii endoleak type IV endoleak type v endoleak migration the following serious injuries were reported; secondary intervention, explant, endograft infection, fistula, ruptured aneurysm, hemoptysis, pulmonary infection patient deaths were also reported, but as there is no causal link between patient deaths and the device the deaths will be made not reportable